Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms, undersensing was noted on the implantable cardiac monitor. The device was reprogrammed and the patient was in satisfactory condition during and post reprogramming.